Event description:
It was reported that this patient had a left total attune knee with a collapsed, loose tibial tray at the cement to implant interface. Cement manufacturer is unknown. It was unknown when the knee was done. The surgeon did the surgery and revised the tibial tray and insert. The femur and patella are well fixed and retained. There was no surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.